Event description:
It was reported a few months after implantation of the neurostimulator the pt started to have redness of the skin at the stimulator site (abdomen). Tests for wound infection and allergy were negative. The redness of the skin became worse and the area was swollen. No explanation could be found for the symptoms. The device had to be explanted. The pt is doing fine. Directly after explanation of the device, the skin looked better.

Manufacturer narrative:
The device was returned for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is completed.